Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1) while loading a cartridge. Blood glucose was 172 mg/dl. Cracks were observed in the cartridge. The customer successfully reloaded a new cartrige.